Event description:
It was reported that during the use of the device for a non-clinical activity, the battery would not fully charge on the centrifugal system. The customer was trying to charge the system. The system was plugged in over night and it still did not go into the green. It stayed in the yellow. There was no surgery involved and no pt involvement.

Manufacturer narrative:
The field service rep (fsr) changed out the batteries and performed preventive maintenance (pm). With the batteries replaced, the unit was tested to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts ans/or conclusion, a supplemental report will be filed accordingly.